Event description:
Puritan bennett received a complaint containing an allegation that it negligently designed and manufactured and/or supplied the acquitron volume ventilater so as to be a substantial cause of death of the decedent.